Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard had retraction problems. The following information was received by the initial reporter with verbatim: button for safety was pushed but the needle did not retract and safety.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.